Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.75mm rotapro and rotawire were selected for percutaneous coronary intervention (pci) procedure. During the procedure, both devices were advanced into the lesion in dynaglide mode, but it got stuck and it was unable to be used. The burr and rotawire were removed together from the patient as one unit. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.